Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt reported pain to surgeon. X-ray shows periprosthetic fracture."